Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information states that lead continued to exhibit noise, the patient was seen in clinic for a routine follow up. The patient was not reported to be symptomatic and there were no other anomalies. There was intermittent inhibition of pacing. The physician has elected to monitor the patient without changes or intervention for now.